Event description:
Additional information was received that indicated that the death was due to sepsis and respiratory failure. The death was not related to sudep or vns. The patient had 2 seizures on (B)(6) 2013 and was given diastat. The patient then had 3 more seizures and was sent to the emergency room and was admitted. The patient was diagnosed with recurrent seizures, a urinary tract infection, hyponatremia, hypothyroidism, hypotension and developed renal failure.

Event description:
On (B)(6) 2013 it was reported that the vns patient died on (B)(6) 2013 due to multiple seizures. The patient was scheduled for a battery replacement in (B)(6) 2013 due to their device being at end of service. This death event has been reviewed and with the available information has been determined not to be sudep. With the available information, the death was due to multiple seizures. Good faith attempts are currently being performed for additional information.

Manufacturer narrative:
Analysis of programming history.

Event description:
Follow-up with the funeral home showed that the patient was buried with the device.